Event description:
It was reported that during routine follow-up, an increase in threshold and an increase in pacing lead impedance were observed. Lead revision is scheduled. Patient condition is good.

Event description:
New information received notes that fracture was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.